Event description:
It was reported that the device broke during insertion (it was not retrieved). A new hole was drilled next to the original site and another bio-corkscrew (ar-1927bf) was inserted. Date of surgery (dos): unk. Follow-up info was provided that the pt's condition is fine. No further information regarding retrieval of broke piece(s), dos or lot number could be provided. No further pt info was available at the time of this report or in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the info available and without device evaluation. Lot number was requested but unk. Device history record and complaints history review could not be conducted without the lot number. Based on the info provided, the most likely cause of this type of event is over-insertion, not inserting the implant perpendicular to the bone, or prying/leveraging the driver while the implant is still loaded. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.